Manufacturer narrative:
The device is not available, as it remains implanted. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. In the surgeon's opinion, the likely cause of the reported issue is an injector failure. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The device is not available as it remains implanted. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. In the surgeon's opinion the likely cause of the reported issue is an injector failure. The most likely root cause for this event is operational context. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to this event. No corrective action is necessary at this time.

Event description:
It was reported that while implanting an intraocular lens (iol) into the patient's eye that the trailing haptic of the iol got trapped in the tip of the cartridge and broke. The surgery was complicated and the incision was enlarged from 2.2mm to 2.6mm. Sutures were needed in the cornea to ensure closure of the incision which is not the usual protocol. The surgeon considered removing the lens; however, decided against it. Currently the patient has visual acuity of 0.6, the lens is completely stable and the patient does not want a second surgery. In the surgeon's opinion the likely cause of the reported issue is an injector failure.